Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing high blood glucose level and pump error alarm. Blood glucose level at the time of the incident was 441 mg/dl. High blood glucose did not persist after infusion set change. It was also mentioned that a pump error occurred and when self-test was performed the alarm recurred. Customer was advised discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump will be replaced and customer will return the product for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error confirmed in the device history due to broken trace on keypad assembly.